Event description:
Clinical narrative updated 2026-7-7: the pump was successfully weaned and explanted after just over 6 days of support. The field representative noted the patient issues had resolved by the time of pump explant. No further support was needed post explantation and patient survived to date of reporting. Prior clinical narrative: an impella cp was inserted via the right femoral artery to support a 71 year old male admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci), presenting in scai stage d. Prior to the cp support placement the patient was supported by an intra-aortic balloon pump. There was question of ischemic myocardium from the st-elevation myocardial infarction. The other underlying medical history was not known. The cp was placed and on the following day there was an observation made of ventricular tachycardia (vt) that later resolved. The team also observed the urine color to have changed. The urine was pink and there was a clot observed in the foley. There was a thought that perhaps the foley catheterization had been traumatic. The team assessed and found the pump to be deep with the placement signal being low, to remedy the pump was repositioned. No further treatment was noted. While on support the device functioned as expected, p-5 with 2.4l/min flow with d5w with sodium bicarbonate in the purge solution. The pump remains on for support to date of reporting without further treatment noted for any hematuria.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.